Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be provided in a supplemental report. Implanted.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2012. Patient had a partial knee replacement at the bottom part of the knee and a rod was inserted down the front of the leg to hold the implant and bone in place. Patient reports pain, swelling, clicking, and catching in the knee. Patient cannot walk or stand for more than one hour without extreme pain and the knee giving out. Patient limps and cannot go up and down stairs or get into and out of a car without great difficulty.

Manufacturer narrative:
An event regarding pain, swelling, and clicking involving an unknown stryker knee was reported. The event was not confirmed. The device was not returned for evaluation. A complaint history and device history review could not be completed as the device was not properly identified. The exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the investigation will be reopened.

Event description:
It was reported that the patient had revision surgery on (B)(6) 2012. Patient had a partial knee replacement at the bottom part of the knee and a rod was inserted down the front of the leg to hold the implant and bone in place. Patient reports pain, swelling, clicking, and catching in the knee. Patient cannot walk or stand for more than one hour without extreme pain and the knee giving out. Patient limps and cannot go up and down stairs or get into and out of a car without great difficulty.